Event description:
It was reported that during the implant of this right ventricular (rv) lead, because of small r waves, the lead needed to be repositioned. The helix would not retract fully after 30 plus turns. The lead was removed from body and the helix then did retract fully, but after a second extend and retract outside the body, it got stuck again. The lead was not used and a new lead was successfully implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Information is provided in the future, a supplemental report will be issued.